Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved ext set 17in macro 0.2 m-fltr clv-y sl in which the reporter stated that andexxa medication was being infused with primary tubing and filter; it was noted that there was a leak at the location of the filter. The infusion was stopped and replaced with a second bag and tubing. The incident occurred in the emergency department. IV access and location were not reported. There was patient involvement and a delay in critical therapy, however, no harm was reported as a consequence of this event.